Event description:
Customer reported a poor connection and leaking between a carefusion primary set and the hospira twin site extension set used during stem cell infusion. Leakage was minimal, and this was a single occurrence. There was no report of pt harm or medical intervention. No further pt/event info is available.

Manufacturer narrative:
(B)(4). No product will be returned per customer. The customer's report could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.